Event description:
Hole in catheter hub on the triple lumen central line kit. The line was flushed by the ed provider and the flush sprayed out a hole on the side of the hub instead of going thru the catheter.